Manufacturer narrative:
Device investigation: results: the catheter is ovalized from 1.5 to 2.5 cm from the distal tip. There is no damage to the chipboard box, the carrier card or the packaging tube. A 0.070" diameter mandrel was introduced into the hub and advanced distally. The mandrel moved smoothly until it reached the ovalization at 2.5 cm from the distal tip. The ovalization prevented the mandrel from advancing further. The catheter is non-functional. The catheter was reinserted into the original packaging tube. Resistance was felt, however the catheter could be advanced completely. Conclusion: the damage noted in the complaint is confirmed. Based on the observation that there was no damage to the box, carrier card or packaging tube, the damage most likely occurred after the device was removed from the package.

Event description:
The neuron delivery catheter 070 was removed from the packaging and found to be crushed about one inch from the end. The neuron was discarded and another catheter was used.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.